Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent partially deployed when being loaded over a wire. A 8x60x75mm epic stent was selected for use. During preparation, the stent was partially deployed when it was placed on the wire in spite of safety or the yellow clip in place. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.